Event description:
At about 6 years and 2 months after the previous revision surgery (when medacta gmk revision components have been implanted), the patient came in reporting stiffness in the knee and the cause is unknown. The surgeon revised all components to hinge components and the surgery was completed successfully. Patient had competitor components prior to medacta revision components.

Manufacturer narrative:
Batch review performed on 20-mar-2024: lot 134132: (B)(4) items manufactured and released on 06-dec-2013. Expiration date: 2018-10-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review. Additional implants involved, batch review performed on 20-mar-2024: gmk-revision 02.07.0683l revision fixed tibial tray cemented size 3 l (k123721) lot 172154: (B)(4) items manufactured and released on 04-aug-2017. Expiration date: 2022-07-24. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-revision 02.07.2403l femur revision ps size 3 l (k102437) lot 154240: (B)(4) items manufactured and released on 26-aug-2015. Expiration date: 2020-07-19. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.